Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, after the heart lung console was powered on, a loud pop was heard and the user smelled smoke. An alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.